Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the left common femoral vein (lcfv) was attempted with a prostyle device using the pre-close technique prior to an interventional patent foramen ovale (pfo) closure procedure via a 6f sheath. Reportedly, the device was inserted and advanced into the anatomy without resistance. When the plunger was pulled, there was no suture present. After closing the lever, the device was difficult to remove; it was noted that the footplate failed to fully retract. The operator rocked the device back and forth and was able to remove the device without further difficulty. There was no vessel damage. Outside of the patient, it was confirmed that although the lever was fully closed, the footplate remained partially open. The suture of an additional prostyle device was successfully pre-placed in the lcfv. A prostyle device was also pre-placed in the right common femoral artery; there were no issues with this device. The sheath was upsized to 9f in the lcfv and the pfo closure procedure was completed. Hemostasis was achieved with the bilaterally pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was pulled¿ was not confirmed as not all components were returned for analysis. The foot retraction issue was not confirmed. Difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.